Manufacturer narrative:
Evaluation findings: - fully functional control keys - securely positioned connecting cable functional image transmission sufficient image quality light transmission" all production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac has dim light. No negative impact on state of health reported.